Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 mg/dl; cause was not known. Reportedly, the customer required assistance from their child. The child administered manual correction injection and customer changed infusion set. Reportedly, the customer continued to use the pump for insulin delivery.